Manufacturer narrative:
Product ID: 3889-28, lot# v779379, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that the implant ¿only worked for a short while¿ after implant and then ¿stopped working.¿ the patient stated that she adjusted it herself and was also reprogrammed once in office but decided to have the device removed in (B)(6) 2012. The patient had a ¿sling¿ at the time of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
After further review, it was reported that the patient was not getting any symptom relief at all. It was also noted that both devices were removed.

Manufacturer narrative:
(B)(4).